Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during percutaneous coronary intervention, the stent delivery system (sds) would not cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). After pre-dilatation, a 2.50 x 20 mm promus element plus stent delivery system was selected to treat the lesion but unable to cross the lesion. The procedure was completed with another of the same device. No complications were reported and patient status is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination found that the stent was kinked at the center, with some struts slightly bent outwards as a result. The hypotube was kinked throughout the full length. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).